Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose values reportedly over 300 mg/dl and a documented peak of 290 mg/dl for a few hours, while going through an insulin cartridge daily and without observed leaks; customer care guided a cartridge and contact detach set change via remote support, after which the user reported improvement. Symptoms included no acute clinical effects. Outcomes included no need for medical intervention and no use of backup therapy or ketone testing. Investigation included customer education, troubleshooting, and remote observation during a cartridge and infusion set change. Investigation of this case revealed cause unclear for the hyperglycemia and successful resolution following the device supply change. It was concluded that the event was user-reported hyperglycemia of unclear cause with resolution after cartridge and set replacement, and no device failure could be confirmed.